Event description:
Information received from the field notes that the patient was admitted for symptoms. Evaluation revealed loss of ventricula r capture in both unipolar and bipolar configura- tions at 7.5 v and 1.6 ms.